Event description:
Customer called lfs on 10/3/2002 alleging that their meter would not power on. Pt reported feeling sweaty. Pt did not receive any medical care. No adverse event or serious injury occurred. Ccr walked customer through checking that the batteries were good and they were correctly installed (positive + side up). Ccr replaced the meter.